Event description:
Complainant reported a priming error.

Manufacturer narrative:
Mfg event: the lab evaluation indicated that the complaint of a priming error was confirmed and that the pump failed to function properly due to the broken cassette door pivot point. Priming error due to broken cassette door pivot point. Ross standard procedure includes attempting to obtain all required info from the source. In this case the reporter did not provide the required info.